Event description:
Procedure type:tlh. According to the reporter: both endostitch units failed to open once loaded. If opened they did not toggle. They decided to use another unit. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Reference (B)(4) for second endo stitch. Both devices initially reported under (B)(4) with unknown lots. Upon receipt, lot numbers were confirmed and a second ftr was opened for the separate lot number. MDR report number for initial report of(B)(4) is 9612501-2015-00231.